Manufacturer narrative:
The information available in this file was found to be a duplicate of a complaint number (B)(4) (report ID: MFR 2015691-2024-03334). The evaluation conclusions has already been submitted to FDA through (B)(4) investigation. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. No details regarding what issue warranted the intervention, or what comorbidities the patient had, could be retrieved. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 11500a23 implanted in the aortic position was explanted from a 76-year-old patient after an implant duration of three (3) years and eight (8) months for unknown reason. Another valve of same model and size was implanted in replacement.